Event description:
It was reported that the patient presented in-clinic for follow-up after receiving a vibratory alert for low atrial lead impedance. Upon interrogation, an insulation anomaly was suspected due to noise and low impedance. The patient was stable. No intervention was reported.